Event description:
It was reported that this right ventricular (rv) lead was exhibiting low shock impedance measurement, measuring at 26 to 27 ohms which was still within normal limits. This patient was not enrolled in latitude, boston scientific technical services provided information and troubleshooting options to exclude lead impairment. This patient remains in the hospital, and it was not known if the hospitalization was due to product issue or patient condition. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting low shock impedance measurement, measuring at 26 to 27 ohms which was still within normal limits. This patient was not enrolled in latitude, boston scientific technical services provided information and troubleshooting options to exclude lead impairment. This patient remains in the hospital, and it was not known if the hospitalization was due to product issue or patient condition. No adverse patient effects were reported. This rv lead remains in-service.